Manufacturer narrative:
The date of event is estimated as(B)(6)2022. The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. Medical device problem code: (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Reportedly, the physician applied force to remove the device. The prostyle instructions for use (IFU) states, do not advance or withdraw the perclose prostyle device against resistance until the cause of the resistance has been determined. Excessive force used to advance or torque the perclose prostyle should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The patient effect of tissue injury is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. In addition, the device was removed against resistance. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the anterior section of the prostyle foot did not retract fully, causing resistance when device removal was attempted. This created a larger hole at the access site. The tavi procedure was completed. Surgical suturing repaired the artery and achieved hemostasis. There was no reported clinically significant delay in the procedure or therapy.